Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the floppy tip of the guidewire detached during the case. The physician spent 1.5 hours retrieving the floppy tip of the guidewire in the patient. The physician noticed after the case part of the guidewire was missing and was able to remove all pieces. Patient was under anesthesia 1.5 longer than expected.